Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was a problem with 2 of the 2.5mm endotracheal tubes in which the cuff does not inflate. The incident happened in the laboratory. There was patient involvement, but no human harm has been reported, as the 2 endotracheal tubes were meant for animal use.